Event description:
Machine was leaking water from venous hanson line during hemodialysis. There noted to be a crack at the line of connection. Patient had to be returned and put on a different machine.